Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional episodes of oversensing were observed on the device. No further intervention has been performed at this time. The patient was stable.

Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.